Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. It was concluded that the released service procedure process was not followed due to inadequate service access in the equipment room. The required service hoist tool was not utilized for the removal of the driver module. The equipment room configuration for this site is being evaluated with the customer for future service access needs. Although the gehc product was associated with the injury, it was during equipment service and not in clinical use.

Manufacturer narrative:
There are no additional device identification numbers. UDI not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a gehc field engineer (fe) was replacing the driver module on a gehc mr system. As part of the installation, the module which is on a track/rail system, is required to be manually pushed into place. While pushing the module into place, the fe's ring finger (4th digit) became caught in the track/rail resulting in a small laceration at the tip of the finger. The fe sought medical attention at the customer's emergency room and received three sutures for the laceration. The fe was reported to have been wearing protective gloves when the injury occurred.